Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was suspected of exhibiting loss of capture. Technical services (ts) were consulted to address the issue with the related pacemaker for suspected premature battery depletion. A ts consultant discussed that there might be capture issues with this lead. Therefore, a request was submitted to the field to obtain additional details regarding this lv lead. The field representative indicated that during the explant procedure to replace the related pacemaker, the lv lead was tested, which found that several vectors were not capturing. Reprogramming changes were made, and capture was found. It was also noted that the thresholds had increased slightly; however, the physician was satisfied with the results. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was suspected of exhibiting loss of capture. Technical services (ts) were consulted to address the issue with the related pacemaker for suspected premature battery depletion. A ts consultant discussed that there might be capture issues with this lead. Therefore, a request was submitted to the field to obtain additional details regarding this lv lead. The field representative indicated that during the explant procedure to replace the related pacemaker, the lv lead was tested, which found that several vectors were not capturing. Reprogramming changes were made, and capture was found. It was also noted that the thresholds had increased slightly; however, the physician was satisfied with the results. This lead remains implanted and in service. No adverse patient effects were reported. This additional report is being submitted to include the investigation conclusion.